Event description:
It was reported that pump screen was dark and would not turn on, and customer¿s blood glucose reading showed ¿high¿ with specific value unknown. No additional information was received regarding the outcome of the customer¿s blood glucose level. Customer initially took no action, and technical support instructed customer to attempt multiple button presses and then to connect pump to working power source, after which pump turned on and displayed welcome message; customer acknowledged that pump had shut down due to not charging battery, and technical support provided education on pump reset behavior, including need to restart cgm sessions and reload cartridge, which customer understood and acknowledged.